Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
Note: this report pertains to the first of three resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy for a polypectomy procedure performed on (B)(6) 2024. During the procedure, a clip was attempted to be deployed but it could not be released from the catheter. Two other clips were used with the same problem. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.